Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps issue. Complaint is confirmed because the care giver reported that they "disconnected the supply bag and the heater bag and reattached the supply bag to the heater line", which is a use error. Possible contamination can result if disposables are reused, which may result in peritonitis. The patients are instructed not to replace empty solution bags or reconnect disconnected solution bags during therapy. If a bag becomes disconnected during therapy are instructed to discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During troubleshooting for a check supply line alarm, that occurred on the homechoice (hc) during use, during fill refilling the heater, the care giver (cg) revealed that they had disconnected the supply bag and the heater bag, and then reattached the supply bag to the heater line. The baxter technical service representative (tsr) advised them to end therapy and to contact their peritoneal dialysis registered nurse. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem; the pd rn stated they talked to the cg regarding the problem and told them never to do that again. The pd rn stated the home patient (hp) has been doing fine and is continuing therapy as normal. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.